Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on mother board. No blank display anomalies noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window and corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer tried two new batteries but the insulin pump was not turning on. The insulin pump was exposed to sweat. The insulin pump powered on after troubleshooting but during the self-test the display went blank again. Customer's blood glucose level was 75 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.